Manufacturer narrative:
The device used in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection was performed and showed the piston assembly is in a lower position within the chamfer. No obvious blockages noticed at the output nozzle. Functional inspection was performed and showed water flowed to the pump cartridge, however the device would not prime. The piston assembly was wedged at the lower position within the chamfer and could not be retrieved to an upper position. The root cause is identified a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances related to the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during burn surgery water did not come out from the device. No harm or injury reported.